Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) , alleging that her onetouch ultra mini meter was reading inaccurately high compared to another unknown hospital meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported the alleged meter inaccuracy began on the morning of (B)(6) 2017, alleging that she obtained an inaccurate blood glucose result of ¿230 mg/dl¿ on the subject meter, compared to ¿150 mg/dl¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes using insulin (self-adjuster) and made no changes to her normal diabetes management regimen in response to the alleged meter issue. The patient stated that after product issue (time unclear), she developed symptoms of ¿shaky, dizzy, and blurry vision¿. The patient reported that she self-treated the symptoms with ¿regriman¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.